Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 10 mg/dl at the time of incident. Troubleshooting was done for no delivery but customer was unable to rewind pump and insulin did not exit the tubing. However, troubleshooting was able to correct this and the rewind sequence was successful. The customer was advised to monitor pump and to call back if any further issues persist.